Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The blood glucose reading was 28 mmol/l. No significant events leading to the alarm were observed. The customer stated that the insulin pump sounded different and it did not do the line fill properly; then the device shut itself down. The customer treated with a manual injection. It was also reported that the insulin pump "squirted out" insulin during the manual prime process. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. No alarm could be confirmed for the loose drive support disk due to the motor error alarm. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.